Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not received by the manufacturer and no pictures has been received for evaluation of the defect reported at the time of this report. Based on the lot 20c17 provided for which the DHR resides at arlington heights facility, the nuevo laredo lot numbers for component (B)(4) were obtained. Records reviewed showed that there were no issues that could be related to functional issues on the molded component involved in this complaint during the manufacture of the material. Customer complaint cannot be confirmed based only on the information provided. In order to perform a proper investigation it is necessary to have the physical device sample involved in the complaint. If the device sample becomes available at a later date, this report will be updated. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
Customer complaint alleges "aquapack bottle tips can be source of incident during set up. The dysfunction is a crack that appears at the end of the little snick. This mall fissure is invisible while looking with the eye but can occur oxygen leaks" it was reported "the patient had a desaturation at 45% but now the patient is fine".